Event description:
Customer reported approximately one week ago, being placed on amaryl, due to high blood glucose readings. Customer went to the emergency room due to high device reading which = 576mg/dl. Hospital blood glucose reading - 160mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.